Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the event referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report. Catalog number and lot code of other device listed in this report: cat # 509-02-62g, lot # mjl73l, description: modular dual mobility insert.

Event description:
It was reported that, "pt had a prostalac implanted. Once infection cleared, we were prepared to move forward with the revision. A 62 tritanium shell was implanted. Three screws were inserted in through the shell. We attempted to seat the mdm liner into the shell and the mdm liner would not seat. Several attempts were made to engage the locking mechanism. The surgeon ultimately aborted seating the mdm liner. The surgeon ended up using non-stryker alternative product to insert liner into shell. It is important to note that while seating the screws, one 40mm screw was sitting proud. The surgeon could not remove or introduce the screw so it would sit flush into the cup. The surgeon used a midas rex to shear screw off. Surgeon was confident that all 3 screws were fully seated into the shell prior to attempting to seat the liner."